Event description:
Patient presented to have a fitting and adjustment of cardiac pacemaker. During the procedure the patient went into ventricular tachycardia while placing the rv lead. The patient was already on lifepak12. The defibrillator was plugged into electrical source. The lifepak was charged to 250 joules, when the charge was completed the nurse pressed the shock button to deliver without discharge. The button was pushed a total of 5 times without discharge. The nurse then pressed the cancel button and recharged when charge was completed the discharge button was pressed and shock was successfully delivered.health professional's impression: delay in care related to not being able to deploy charge in timely fashion.